Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer initially reported the white blood cell results for the quality control were associated with vote-outs (non-numeric results) and issues with the rinse block. The customer then identified a leak of approximately 2-3 drops from the probe area of the analyzer. Patient samples were not tested, and therefore not affected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found disconnected tubing at solenoid, lv8. He reconnected the tubing resolving the leak and white blood cell (wbc) vote outs (non-numeric results) for the quality control samples. (B)(4).